Manufacturer narrative:
A visual evaluation of the returned device revealed that the suture was detached from the push catheter. The suture was not returned for evaluation. The guide catheter was inside the delivery system. The proximal end of the guide catheter was free of any damage. The distal end of the guide catheter had a minor kink/bend (suture impression). The suture hole at the distal end of the push catheter was slightly torn. There were no visible damages on the stent or the working length of push catheter. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was prepared for use during an ercp (endoscopic retrograde cholangiopancreatography) and est (endoscopic sphincterotomy) procedure on (B)(6), 2010. According to the complainant, the ercp and est were completed. Before the flexima biliary stent placement could be performed, the guidewire was removed by mistake. The flexima biliary stent system also had to be removed from the scope, but it was discovered that the stent had deployed inside the scope. The flexima stent was retrieved from the scope, and the procedure was completed with another flexima biliary stent system. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was prepared for use during an ercp (endoscopic retrograde cholangiopancreatography) and est (endoscopic sphincterotomy) procedure on (B)(6) 2010. According to the complainant, the ercp and est were completed. Before the flexima biliary stent placement could be performed, the guidewire was removed by mistake. The flexima biliary stent system also had to be removed from the scope, but it was discovered that the stent had deployed inside the scope. The flexima stent was retrieved from the scope, and the procedure was completed with another flexima biliary stent system. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).